Manufacturer narrative:
Root cause: the catheter portion of the device is supplied to deroyal by degania silicone. Therefore, a supplier corrective action request (scar) was issued to degania. In its response, degania stated a root cause could not be determined due to no sample being available for evaluation. No findings resulted from review of batch production documents. Corrective action: due to the root cause determination, a corrective action was not taken. Investigation summary: an internal complaint (call (B)(4)) was received for a foley catheter (part number 81-080416, lot 49982535) that was blocked and preventing urine from being drawn. A sample was not available for return. The silicone catheter portion of the device is supplied to deroyal by degania silicone. Therefore, a scar was issued to degania. A response was received october 10, 2019, and accepted by deroyal personnel. In its response, degania stated a sample was available for evaluation. Manufacturing records were reviewed and no non-conformities were identified. The affected batch passed 100 percent inspection. Additionally, a retained sample from the same batch was tested and functioned properly with no blockages observed. Deroyal has sold (B)(4) cases of the reported finished good from 2017 to present. During that time, two complaints have been received for this part, which equates to a complaint-to-sales ratio of 0.001. Deroyal will continue to monitor post-market feedback and will recognize in the future if a trend develops. The investigation is complete at this time. If new and critical information becomes available, this report will be updated.

Event description:
Unable to draw urine from the catheter. The catheter looks like it is blocked. This occurred during use.